Event description:
It was reported that the procedure was to treat a lesion in the distal anterior tibial artery with mild tortuosity and heavy calcification. The 2.5 x 200 mm armada 14 balloon catheter was advanced to the lesion. Resistance was noted with the anatomy, but the armada ultimately crossed and was inflated to 14 atmospheres (atm), but the balloon ruptured on the first inflation. A new 2.0 x 200 mm armada balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.